Manufacturer narrative:
This device used for treatment and not diagnosis. Explant date: should be (B)(6) 2012. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. The product was evaluated at hss, hospital for special surgery: the polyethylene inlay was received detached from the inferior endplate. The anterior region of the superior surface of the inlay shows moderate deformation consistent with surgical removal technique. The anterior face of the articular surface shows severe deformation consistent with contact against the superior endplate. The remaining articular surface shows heaving pitting and scratching over the entire surface. The posterior region of the superior surface of the inlay displays severe deformation and burnishing consistent with impingement against the superior endplate. The inferior surface of the inlay also shows a highly burnished surface, >50% of surface area. Some deformation is visible at the locking mechanism on the inlay. Product development reviewed the hss report: the hss review of the explanted device condition does not point to a clear root cause for the pars fracture in this case. From the condition of the poly inlay, it is possible that the poly may have also migrated/expulsed from the disc space. It remains unclear whether the pars fracture or the potential poly migration occurred first in this case. This is in accordance with the pd evaluation, as posterior element fractures and poly migrations are often linked in the complaint history and the literature. The root cause remains indeterminate. Placeholder.

Manufacturer narrative:
Synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which synthes has not been able to investigate or verify prior to the required reporting date. Device is used for treatment, not diagnosis. Review of the DHR for pdl-m-pt10s lot 6329171, tantalum bead lot 6293010, and raw material lot 4869781 indicates no discrepancies associated with this complaint. Very limited information is present that can be used to determine the root cause of the l5 pars fracture and reoperation in this case. Potential trauma may have occurred from the patients struggles with the horse as described in the complaint description that could have led to the onset of the fracture. Based on complaint history to date, fractures of the posterior column with prodisc-l have been associated with cases also involving polyethylene - pe - inlay expulsion or dislocation. While pe inlay expulsion has not been reported to have occurred in this case at the time the pars fracture was identified, the complaint shares root causes and possible patient harms to the risk analysis line item 1.4 corresponding to inlay expulsion/dislocation. Trauma, with or without posterior column fracture, is listed as a possible cause for inlay expulsion/dislocation. Shared root causes for inlay expulsion and posterior element fracture include: surgical technique, patient selection, non-compliant patient activity, and trauma. Listed possible harms to the patient are: could cause pain and/or patient injury - i.e. Neurological deficit - and require reoperation. The severity of 4 associated with the possible reoperation is appropriate based on this case as the surgeon performed a reoperation to convert the patient to fusion as a result of the posterior element fracture. The current occurrence rate of 3 on the risk analysis is also appropriate, as known cases of posterior column fracture are included with those tracked for pe inlay expulsion/dislocation. Applicable current controls are contraindications including pars defect and spondylolisthesis greater than grade 1, along with labeling warning against engagement in extreme activities - i.e. Heavy weight lifting - that may overload the spine and result in failure of the prosthesis. Note that synthes requires all surgeons complete comprehensive surgeon training with expert faculty prior to using the product.

Event description:
Male patient was implanted on an unknown date with prodisc-l. It was discovered on an unknown date the patient had a pars fracture: patient was holding a horses head and the horse tried to get away. Surgeon removed the pdl (B)(6) 2012 with patient being revised to synfix. This is 2 of 3 reports for complaint (B)(4).

Manufacturer narrative:
(B)(4). Placeholder.

Event description:
Pars fracture occurred at l5.

Manufacturer narrative:
This device used for treatment and not diagnosis. Device was returned to hss on an unknown date. Device was not returned to manufacturer however, it was returned to hss. A device history records review and product development event evaluation has been requested. The investigation is ongoing.